Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the sys was unable to perform fluoroscopy. This issue will cause the sys to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.